Event description:
Info received indicates, the bed has no function.

Manufacturer narrative:
The account biomed found that the fuses f17 and f18 were blown. The account replaced the fuses to correct the issue.